Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 4 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs quattrode lead wide spaced, model: 3169, UDI: (B)(4), serial: n/a, batch: 4327892. Common device name: scs quattrode lead wide spaced, model: 3169, UDI: (B)(4), serial: n/a, batch: 4379021. Common device name: scs quattrode lead wide spaced, model: 3169, UDI: (B)(4), serial: n/a, batch: 4379021.

Event description:
Related manufacturer reference number: 1627487-2023-02303. It was reported that the patient stopped charging their ipg due to ineffective therapy and the ipg became inoperable. Surgical intervention was undertaken on (B)(6) 2023, where the system was explanted.